Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The procedure concluded without incident. On (B)(6) 2009, infection of the access site was identified, and wound cleaning was performed. On (B)(6) 2009, a pseudoaneurysm in the left common femoral artery was identified. The artery was surgically replaced autogenously with a vein. On (B)(6) 2009, a rupture of the left common femoral artery occurred. The patient expired due to excessive blood loss from the rupture. No further information was provided to gore.